Event description:
Info received indicates the brake is not holding. No one was on the bed, and the bed was in the ICU when the problem was discovered.

Manufacturer narrative:
The brake caster was replaced to repair the bed.